Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to facilitate device removal from the pt's anatomy. The clip from the device achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer had been retracted proximally after clip deployment confirming use of the access ports. The safety release button had been pushed inward out of the retaining tabs. The vessel locator wings were bent. The damage detected with the safety release rod indicates an attempt was made to collapse the vessel locator wings using the safety release button after the clip was deployed. The safety release is no longer functional after the clip has been deployed. The most probable cause for the bent locator wings was tissue compression during thumb advancement between the distal end of the tube set and the locator wings creating high distal forces on the open locator wings causing them to bend. The root cause for the mislocated safety release rod is due to incorrect technique/procedure. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.